Event description:
Emergency medical technicians responded and patient in severe respiratory distress at home. In the patient's home, the lp11 monitor was applied and patient was found to be bradycardic with pulse being paced by internal pacer. Within minutes, i.v. Placed and patient became apneic but still had a pulse with bradycardic rate. Ett placed and confirmed. "At yet" a few minutes later, the patient was bradycardic at 30 beats per minute (bpm). In a matter of a few more minutes, no blood pressure or pulse could be obtained, but patient still had a bradycardic rate paced by internal pacer without capture. The pacing feature on the lp11 could not be initiated. Arrest protocol was continued. CPR was initiated and the patient received the appropriate epi's and atropines. The patient was then transferred to the ambulance and brought to the hospital with CPR in progress. Bls and acls protocol continued in the emergancy department without success. Patient was pronounced.

Event description:
Add'l info rec'd from MFR 10/21/04: the event was not reported to FDA, based upon MFR's clinical eval of info received from the facility. Medtronic emergency response systems received info regarding the reported event on 08-2004. Status of the equipment is unk. The facility did not reply to a medtronic offer to evaluate the reported equipment.